Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raw open sores under her arms due to a possible allergy. It was also reported that the patient experienced rib pain, where the patient felt like they had trouble taking a breath, furthermore it was confirmed that the rib pain improved. There was no alleged device malfunction contributing to the irritation. The patient used gold bond diabetic cream and was advised to use neosporin from the cardiologist. Follow up indicated the skin irritation improved.